Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor during the prime/compromised force sensor test at 4 pounds due to moisture damage on the force sensor resistor (gold). They were unable to perform the occlusion test and no delivery test due to the compromised force sensor alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 251mg/dl. The customer was trying to change the infusion set when the insulin started squirting out during the prime process. During troubleshooting, the customer stated that the insulin continued to drip after letting go of the act button. They were unable to access the alarm history. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.